Event description:
Customer reported that the patient underwent a bilateral, primary inguinal hernia repair procedure in late 2008. Post-operatively, six days later, the patient presented with complaints of nausea, vomiting and abdominal pain. The patient was treated with IV fluids for rehydration and was given a kub ultrasound which was normal. The patient was prescribed for phenergan 25mg by mouth every 4 hours. The patient presented again two days later, complaining of vomiting and aching abdominal pain. The patient underwent a CT of the abdomen with IV contrast that demonstrated a partial low grade small bowel obstruction. The patient was hospitalized and administered IV fluids for two days. The event is reported as resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible products: lot: aa9wlpb0, mfg: 01/01/2008, exp: 06/30/2013; lot: ad9kppb0, mfg: 04/01/2008, exp: 06/30/2013. This is one of two medwatch reports being submitted for this patient as two independent adverse events were reported. See 2210968-2009-00086 and 2210968-2009-00087 for both medwatch reports.